Event description:
It was reported that the insulin pump alarmed button error. Pressing esc and act was unable to clear the alarm. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.